Manufacturer narrative:
There was no death associated with the defibrillation. There is no information to suggest the patient sustained a serious injury. Belt (B)(4) was returned to zoll on 7/20/2015 by a us distributor. The distributor reported that the ECG electrodes were non-functional. As received, the electrode belt failed the functional fall-off test. Upon investigation, pin 36 of processor u713 was found to be out of tolerance. The cause of the test failure was the out of tolerance u713. The root cause of the defective u713 was unable to be positively identified. Per review of the patient's downloaded flag data, there is no indication of noise detected on the ECG signals leading up to the treatment event; therefore, there is no indication that this malfunction caused or contributed to the treatment event. A review of the patient's downloaded flag file from monitor (B)(4) confirmed that the device declared a treatable arrhythmia and subsequently delivered a treatment defibrillation. The associated ECG strips of the treatment event could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm that the treatment was appropriate, we are reporting this event out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Root cause investigation into the sd card fault is underway. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A us distributor contacted zoll on 07/16/2015 to report that a patient experienced a defibrillation event. The treatment was delivered at 18:30:22 on (B)(6) 2015. The ECG at the time of the shock is not available for review. The patient was at home sleeping at the time of the event and did not remember being treated. The response buttons were not pressed during the entire event. The patient continued use of the device and was to receive an ICD the following tuesday. There is no indication that the patient sought medical attention.